Event description:
Hcp reported pt had sudden increase in hallucinations and fell and bruised their head. Medication adjustment was done. Head CT was normal. The pt then presented to the ER in 2004 with an infection with surgical scalp wound soreness and drainage. The device was explanted 3 days later and returned to the manufacturer for analysis. The pt was given IV antibiotics. A follow up report will be sent when additional information is received.